Event description:
On (B)(6) 2009, I went to the hosp with massive abdominal pain. The e.r dr that saw me did some tests and an ultra sound and told me he was going to remove my left ovary because it was the size of a baseball. I came out of surgery and he told me that when he opened me up it wasn't my ovary that was the size of a baseball but a blood clot. He and another dr removed just over a liter of blood from my belly. They never discovered where my bleeding came from. Went to my follow up with the 2nd dr on (B)(6) 2009 and he told me that my guts had come through the mesh plate that was put in my belly and admitted me back into the hosp that night so he could repair it in the morning. Early (B)(6) 2010 -don't remember the exact date- I noticed my guts coming back through the mesh plate again. I went to a different hosp and they told me that they wouldn't do surgery to fix it unless I had insurance. They told me that unless I was having "bowel" problems that I would be ok. It hurts. I keep getting sharp pains from my hernia down to the middle of my thigh muscle. It's starting to affect my job duties.